Event description:
It was reported that during testing of the device, it would not charge and would prompt "connect cable." There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy connector assembly was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.